Event description:
A baxter representative reported an infusion pump that non delivered during pt use. The pump indicated that it was infusing with the green indicator light on, the motor sounded like it was working and the "volume infused" counter continuing to give an increasing volumetric indication of the milliliters infused.